Manufacturer narrative:
Visual inspection by a photo provided to corindus shows that electrical shielding from a wire was missing, likely causing a short circuit when attempting to reconnect the robotic drive to the extended reach arm. A review of manufacturing and installation records indicated that the system was manufactured and installed per specification. As such, it is likely that the user damaged the cable at some point leading to the short circuit. No patient or user injury was reported as a result of this malfunction. In addition, the operator's manual for the system warns the user against use of the system with damaged cabling. Specifically the operator's manual states "operator injury could result from worn cabling or disassembly of the unit. To avoid exposure to potentially hazardous voltages, do not disassemble the corpath grx system outside of the instructions in this manual. Worn cabling also creates voltage hazards. If you detect any worn or damaged cables, do not use the system."

Event description:
When attempting to connect the cable between the robotic drive and extended reach arm, sparks were seen.